Manufacturer narrative:
A ge service rep performed an on site investigation. The ccd (charge coupled device) camera was evaluated, replaced and aligned. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system would intermittently not display a live fluoroscopy image, thus making the system unusable. There is no report of injury or death associated with the event described in this complaint.